Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of the retention sample of the involved product code/lot number. Visual inspection did not find any anomaly in the appearance conditions. Magnifying inspection of the surface of the shaft did not reveal any anomaly which could relate to the generation of a fracture of the shaft. Functional and dimensional testing confirmed the product met manufacturing specifications. A review of the device history record and shipping inspection record of the involved product code/lot# combination confirmed there is no indication of production related problem or discrepancy in the inspection result. A search of the complaint file did not find any other report of this nature with the involved product/lot no. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample was subjected to repetitive external force on the kinked segment, resulting in the reported fracture. With no return of the actual sample to be evaluated a definitive cause cannot be determined from the available information. The potential for such an event is addressed in the instructions-for-use with statements such as the following: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned.

Event description:
The user facility reported a fracture with the single use guidewire device. Follow up communication with the user facility reported the following information: (1) this was an ercp done to treat a benign biliary stricture with multiple plastic stents; (2) during initial cannulation with the visiglide 2, dilation with boston's hurricane biliary dilation balloon, the visiglide 2 got kinked at the green band, between 5 and 7 cm on the distal tip of the wire; (3) the wire was removed prior to placing stents; (4) at this time a 90 degree kink was noticed in the wire; (5) the physician re-cannulated with this same wire; (6) during deployment of the second stent, the wire broke at the kinked spot; (7) this left approximately 6cm of the distal wire inside the stent, which was inside the duct, with the distal tip of the stent sticking out of the ampulla; (8) the wire could be seen inside the stent; (9) the physician tried to remove the wire from the stent using forceps in order to leave the stent in place, this was unsuccessful; (10) the physician then had to use a snare and remove the whole stent; (11) this dislodged the wire from the stent and it fell into the duodenum; (12) the physician then used biopsy forceps to capture the wire and remove it from the duodenum; (13) next the physician used a new wire and successfully placed 2 more plastic stents into the bile duct without incident.